Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a zone 2 thoracic aortic aneurysm. The proximal aortic neck was 25 mm in diameter. There was calcification in the external iliac artery. It was reported that the distal edge of the talent thoracic stent graft was caught with in the cup plunger. The physician turned and withdrew the push-rod and was able to release the stent graft from the delivery system; however, the stent graft was approximately 1cm distal from the target zone, and there was a type 1a endoleak due to the graft being pulled down. The procedure was concluded without any additional intervention for treatment of the type 1 endoleak. The decision was made to keep monitoring the patient. Upon further follow-up, it was confirmed that type 1 endoleak had resolved without further intervention. Additionally, the iliac artery was damaged due to the calcification. The physician commented that the iliac injury would have occurred with any other device and he stated there was no correlation between the iliac injury and the device. An unknown repair of the iliac artery was performed. No additional clinical sequelae were reported, and the patient is fine. The delivery system was discarded.

Manufacturer narrative:
(B)(4). Evaluation results: calcified external iliac artery. Arterial trauma/dissection/perforation. Conclusions: calcified external iliac artery.

Event description:
The investigator stated that they type I endoleak was related to the device; however, it is unknown if it is related to the procedure. The investigator stated that the deployment difficulties was related to the device; however, it is unknown if it is related to the procedure. The investigator stated that the vessel perforation was not related to the product; however, it is related to the procedure.